Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: was any medical or surgical intervention required to treat leak? If so, please explain. What was the surgical procedure performed? What color cartridge was used? What anatomical structure was device used on? Were any staple formation issues noted? No. The surgeon it not sure which exact color of reload. No staple malformation noted. Specific anatomical structure not provided by surgeon. Additional information received: the surgeon expressed his concern for what he believes is a new behavior of staple lines observed. He stated that in the past, the staple lines looked nice and parallel. Now the ¿feet¿ of staples seem to be in random trajectories when the staple line is turned over and inspected. The surgeon was asked when he first noticed this issue and stated for months. Ethicon design engineer confirmed that there has been no change in staples or reloads since launch of product. Ethicon design engineer explained how this phenomenon occurs and that it is more prevalent in the longer end effector devices firing in thick tissue due to the flex of anvil. It was confirmed that the surgeon waits 15 seconds for adequate tissue compression prior to firing. This can possibly help minimize the chances for this to occur.

Manufacturer narrative:
Product complaint # (B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was any medical or surgical intervention required to treat leak? If so, please explain. What was the surgical procedure performed? What color cartridge was used? What anatomical structure was device used on? Were any staple formation issues noted?

Event description:
It was reported that within the last two months the surgeon had a post op leak after an unknown procedure, the patient had a leak, while healing at the hospital. The patient was released.